Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had intermittent power. It was noted that the battery compartment was cracked and the battery cap was not able to be tightened securely to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/27/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 01/14/2016 with the following findings: a review of the pump black box data revealed multiple pump reboots. During a visual inspection of the pump, there were multiple cracks found in the battery compartment. The returned battery cap was damaged with stripped threads and was not able to secured properly to the pump. The returned battery cap was able to be used for testing; a power loss was not observed. The pump was exercised for 24 hours with no power interruptions or call service alarms. The complaint of intermittent power was not duplicated during investigation. Unrelated to the complaint, investigation revealed that the keypad was peeling off the pump. (B)(4).